Event description:
Reportable based analysis date on 22sep2018. It was reported that the tip was damaged. The target lesion was located in the left anterior descending (lad) artery. A guidezilla ii was selected for use and the procedure was completed with this device. An elongated material of about 1cm was observed in the lad. Since it was in the lad peripheral, further intervention was not conducted and follow-up observation was performed. It was further verified that the material belonged to a non-bsc device. Visualization of the guidezilla ii showed tip damaged. There were no complications reported. The patient's condition was good. However, device analysis revealed the collar was partially separated. Device eval by manufacturer:returned product consisted of a guidezilla ii 6f guide extension catheter. The shaft, collar, and tip were microscopically examined. The shaft was kinked 15cm and 19cm distal of the collar. The collar was partially separated. The distal tip/markerband were flattened/ovaled. The guidezilla ii device was still intact with no pieces of the device missing. Inspection of the remainder of the device presented no other damage or irregularities.